Event description:
The customer contact reported a whitescreen error when entering the biomed mode. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.